Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized and treated with unspecified antibiotics intravenously and intraperitoneally (medications, dosages, frequencies, and durations not reported) for the peritonitis. The patient was reported to have recovered from the peritonitis. Peritoneal dialysis therapy was ongoing. Additional information was requested but is not available. This is report 4 of 5.

Manufacturer narrative:
(B)(4). Event date: the patient developed peritonitis on an unspecified date in 2013. The reported product is an unknown baxter minicap. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).